Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that patient's lead exhibited insulation damage. Infection was also noted. The infection was unrelated to the lead and procedure involving any products. The lead was explanted and replaced. There were no patient consequences.